Manufacturer narrative:
(B)(4)

Event description:
The customer reports that when the device was inserted, a resistance was encountered. Upon withdraw of the ra catheter, the guide wire had "balled up" or "rolled back" on itself. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned an arterial catheterization device for evaluation. Visual examination of the catheterization device revealed the needle hub was clogged with dried blood. No other anomalies were discovered. The guide wire appeared undamaged and the distal weld was intact. Once the catheterization device was unclogged, the guide wire was able to advance and retracts inside the needle cannula/catheter assembly with no functional issues. A device history record review was performed with no relevant findings. The customer complaint that the swg unraveled could not be confirmed based on visual and functional testing of the returned sample. Visual examination revealed the needle hub was clogged with dried blood. However, no other anomalies were discovered. The guide wire appeared undamaged and the distal weld was intact. In addition, once the catheterization device was unclogged, the guide wire was able to advance and retract inside the needle cannula/catheter assembly with no functional issues. No problem was found with the returned sample.

Event description:
The customer reports that when the device was inserted, a resistance was encountered. Upon withdraw of the ra catheter, the guide wire had "balled up" or "rolled back" on itself. No patient injury reported.